Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the report indicates that this device was used with a gastroscope that had a smaller channel size than the minimum required accessory channel size for this product. The hemo-10 requires a minimum accessory channel size of 3.7mm as indicated on the product labeling. In addition, the user was provided product information that included the compatible scope size for each hemospray model. Use of the product with an accessory channel that is too small can result in an inability to advance the device catheter and is the most likely root cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user used this device with a gastroscope that had a smaller channel size than the minimum required accessory channel size for this product, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
It was reported that an unstable patient with massive bleeding in the bowel was placed under general anesthesia and received many bags of blood. The physician used multiple epinephrine injections and multiple clips without success. The physician then decided to try to stop the bleeding endoscopically. It was difficult scoping due to a lot of blood in the intestine, sinuous and difficult bowel. The physician used a cook hemospray endoscopic hemostat [hemo-10] however it was reported that physician used a gastroscope with a working channel of 2.8 mm that did not allow the catheter of the device to pass through. The device used (hemo-10) must have a working channel of 3.7mm. They were unable to use the device to stop the bleeding at this time [subject of this report]. The physician decided to use an unused catheter from demonstration equipment [unknown hemo kit]. The physician used a good deal of hemospray until this catheter filled with blood [catheter clogged ¿ captured a separate emdr]. The patient who was still under anesthesia had to be moved down to the outpatient clinic. This is to be able to use the latest scoping equipment with, among other things, rdi lights. The patient was rescoped soon afterwards. By then, the bleeding had stopped. The next day the patient was stable regarding hgb.